Manufacturer narrative:
No patient was present at the time of this event. The field service engineer went to the site and discovered that the f11 & f12 fuses were blown. He replaced the fuses and the system is fully operational. No further issues. Manufacturer's in house evaluation of suspect fuses confirmed reported event: "mvs f11/f12 open (*broken fuse was dropped)" both fuses open. One is physically broken, the other is electrically open. Open fuses. Electrical problem directly caused event.

Event description:
A medtronic field service engineer was notified by the site that the mvs (mobile viewing station) was beeping continually. Issue occurred prior to surgery during set up, no patient present.